Event description:
Additional event description: in the weeks post-operatively, patient reported clicking sounds upon opening/closing his jaw and also was depressed by his post-operative facial asymmetry. It was determined that the implant was too large and a subsequent operative using a modified implant could address the clicking and temporal hollowing. Following the second cranioplasty, patient is still very satisfied with his appearance and the clicking noise has resolved as well.

Manufacturer narrative:
The event was confirmed by the doctor's patient history notes. The root cause could not be determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that in two cases, the patients experienced post-operative persistent temporal hollowing (pth) with our pmma cci implants. Surgeon stated that this is a relatively common occurrence after cranioplasty (estimated by surgeon around 10%) where the soft tissue will either atrophy or alter from the pre-operative state and cause a cosmetic deformity compared to the contralateral side. There was no functional issue with the patient other than the asymmetry from a cosmetic perspective, but both requested a second surgery to correct the deformity and the surgeon being a plastic surgeon, is very aware of the aesthetic results.

Event description:
It was reported that in two cases, the patients experienced post-operative persistent temporal hollowing (pth) with our pmma cci implants. Surgeon stated that this is a relatively common occurrence after cranioplasty (estimated by surgeon around 10%) where the soft tissue will either atrophy or alter from the pre-operative state and cause a cosmetic deformity compared to the contralateral side. There was no functional issue with the patient other than the asymmetry from a cosmetic perspective, but both requested a second surgery to correct the deformity and the surgeon being a plastic surgeon, is very aware of the aesthetic results.

Manufacturer narrative:
Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event was confirmed by the doctor's patient history notes. The root cause could not be determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.